Manufacturer narrative:
Exact date unknown, explant date was used as the event date.

Event description:
It was reported that the patient was experiencing pain due to ipg was in a bad location. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was not returned because hospital kept the ipg.